Event description:
The implant surgeon, dr reported the following event to the sales rep from stryker, during a surgery to remove ref hyb screws and plate, a screw remained jammed into the plate. To complete the surgery, the surgeon has to "teared off".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.